Event description:
The user reported a change in hearing when using the device. The user was re-implanted. According to the explant report form, 9 electrode were found extra-cochlea at explantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a partial migration of the active electrode out of cochlea. According to the device explantation report form nine channels were found extra-cochlear at explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a change in hearing when using the device. The user was re-implanted.